Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was a call service 078 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up # 2 date of submission 01/05/2017.

Manufacturer narrative:
Follow-up #1: date of submission 10/03/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/09/2016 with the following findings: there was a display lens leak with evidence of moisture on the internal components of the pump. The keypad buttons were unresponsive due to moisture damage. A call service 078 alarm was observed in the black box and alarm history.